Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, there was 1 tube with defective molding around the lip of the tube body. Additionally the cap separated from the tube during the blood draw and there was leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. The evaluation of these photos indicated stopper pull off and tube lip out. Additionally, a total of 10 retained samples underwent functional tests where cap/stopper assemblies were removed and reattached, and the samples were left to stand for 15 minutes. None of the cap/stopper assemblies pulled off. Furthermore, 100 retained samples were visually examined for tube defects, and no tube defects were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: molder part has defects and stopper pullout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, there was 1 tube with defective molding around the lip of the tube body. Additionally, the cap separated from the tube during the blood draw and there was leakage. No adverse impact was reported regarding the patient or user.